Event description:
It was reported that the patient received shocks due to oversensing noise during the delivery of cautery in a surgical procedure. A magnet was reported to have been placed over the device at the time of the shocks were delivered. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and that the criteria for the right ventricular lead integrity alert (lia) were met. It was also noted that 323 of 344 lifetime ventricular sic occurred since (B)(6)-2013. Four non-sustained episodes and two ventricular fibrillation (vf) episodes of <(><<)> 220 ms cycle length were recorded on (B)(6)-2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.